Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a high blood glucose and an unexpected restart alarm on the insulin pump. Customer stated that the pump is completely dead. Customer changed the battery but nothing seems to be happening. Customer was unable to exit the preparing to prime loop. Customer was advised to down the act button until they receive a 2nd series of beeps or numbers appear on the display. Customer stated that they did not receive a 2nd series of beeps nor did the numbers appear on the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test, off no power, a21 error, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No a21 alarm, no blank display and the insulin pump primed properly noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.